Manufacturer narrative:
Seven spiration valves (1x piv-v9, 4x piv-v7, 2x piv-v6) were placed in the patient. A total of seven event reports were filed separately, one report for each device. Event was initially reported by (B)(4) study principal investigator as being unrelated to device or procedure. The (B)(4) clinical events committee review, held approximately 6 months post resolution of the event, concluded event was possibly related to the device and is therefore being reported at this time. Device was not removed from patient.

Event description:
(B)(4) clinical study subject had seven spiration valves (1x piv-v9, 4x piv-v7, 2x piv-v6) placed for treatment of emphysema. Approximately two and a half years post-procedure, subject experienced respiratory failure in valve-treated lobe (right lower lobe) that required hospitalization and ventilation support. Respiratory failure was resolved without sequelae after a nine-day hospital stay.